Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed, during which a crack was found in the reservoir connecting tube. Both cylinders and the pump were replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404292. Serial number: n/a. Batch/lot number: 1100073450. Model/catalog description: lgx 15cm snap fit rt. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.